Event description:
Customer reported via phone call that the buttons on the insulin pump are not responding. Customer noticed the keypad issue while trying to calibrate. Customer stated that the insulin kept alarming button error; the battery was changed but issue persisted. Blood glucose value was 303 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump did not have a button error alarm, however it had intermittent button response due to moisture damage keypad trace. Insulin pump received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.